Event description:
Central station on 8-bed networked coronary care unit spontaneously resets leaving pts without central alarms, recorders or waveform displays for up to 3 minutes. After over 1 yr of investigation MFR has not been able to solve the problem.